Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to device vibration. Device interrogation revealed that device was in backup mode. The patient had undergone magnetic resonance imaging (MRI) on (B)(6) 2019 and both device and leads are not MRI conditional. The device was restored and programmed to the patient's prior interrogation settings. The patient was stable.